Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and there was partial display. The customer¿s blood glucose was 326 mg/dl. The customer reported that insulin pump buttons were hard to push in and the display was only half there. The troubleshooting was performed. Buttons were hard to press, and buttons must be pressed several times to respond. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.